Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a stenting procedure performed to treat a target lesion in the heavily calcified and mildly tortuous mid left anterior descending (lad) artery. Four xience skypoint stent delivery systems (2.5x38mm, 2.25x33mm, 2.5x15mm and 2.5x23mm) were advanced separately; however, due to the patient anatomy, each of the devices was unable to cross. The devices were removed without difficulty or adverse patient effect. Atherectomy at the target site was performed and a guide catheter extension was advanced. A 2.5 x 15 mm, was successfully advanced to the lesion and the stent was deployed. However, after stent deployment, a perforation was noted distal to the stent. The perforation was treated with 2 non-abbott covered stents. A clinically significant delay was reported. The procedure continued with deployment of one additional 2.5 x 15 mm xience skypoint stent. Post procedure, the patient was noted to be doing well. No additional information was provided.